Event description:
No additional information.

Manufacturer narrative:
The device history record (DHR) for the zimmer air dermatome ii hose: synthes (ao), 3 m, part number 00885100203, review could not be performed as the manufacturer serial number could not be tied to a zimmer biomet work order number. On 10 jan 2019, it was reported from zimmer biomet france sas that a zimmer air dermatome ii hose: synthes (ao), 3 m had an air leak. The automatic shut-off valve in the end of the hose moved. On 21 feb 2019, a returned product investigation was performed on the zimmer air dermatome ii hose: synthes (ao), 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was not seated correctly which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The customer has indicated that the device is in process of being returned for evaluation and investigation is in process. Once the investigation is complete a supplemental medwatch will be filed accordingly.

Event description:
During the kit inspection at zimmer biomet (B)(4), the employee has noticed that an air leak. The automatic shut-off valve in the end of the hose moved. No adverse events were reported as a result of this malfunction.